Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in a car accident and his glucose level is showing 3mg/dl. It was stated that the mother did not have the insulin pump to troubleshoot at time of call. The mother stated that the customer was hospitalized due to the accident. It was stated that the mother believes the insulin pump is not functioning properly and requested a replacement of the insulin pump. Advised the mother that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.